Manufacturer narrative:
(B)(4). The device was not returned to physio-control. A third-party service agent evaluated the customer's device and was unable to reproduce the reported issue. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that after delivering a shock with their device during testing, the display turned black and the service led illuminated. The device would no longer respond. In this state, the device would not be able to provide therapy, if it were needed. There was no patient use associated with the reported event.